Event description:
It was reported to medtronic neurosurgery that the delta chamber of the strata valve was broken, allegedly causing continuous csf leakage. A ventricular catheter was explanted along with the valve for an unknown reason. The event did not allege deficiency or malfunction in the catheter.

Manufacturer narrative:
The catheter was patent and passed the leak test. Although the device was returned, the reported event does not allege malfunction or deficiency in the catheter. A review of the manufacturing records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of manufacture.